Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) .

Event description:
It was reported that the insulin pump alarmed button error. The customer was able to clear the alarm, but then received a failed battery test.the reporter did not know the blood glucose reading. The customer declined to troubleshoot for the failed battery test. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.